Event description:
It was reported that after an unspecified procedure using a 6f procedural sheath, arteriotomy closure of the common femoral artery was attempted with a perclose proglide device. Reportedly, during deployment, the lever could not be opened to deploy the footplate. The device was removed and a second proglide device was used to achieve hemostasis. The operator was reported to be trained in the use of the proglide device. There were no reported adverse patient effects, and the patient was reported to be "stable." Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for investigation; therefore, it was not possible to perform a thorough analysis on the product or determine what contributing factors might have caused the reported discrepancy. In addition, the lot history record (lhr) for this product was not reviewed and a query of the complaint-handling database was not performed because the lot number was not reported. Contributing factors to this type of event can be a manufacturing anomaly, performing the device deployment steps out of sequence, or operational context/anatomical conditions. To assure that all products perform according to specifications they are subject to a 100% inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Based on the information available and the inspection criteria, there does not appear to be any indications of a product quality deficiency.